Event description:
The user facility reported that the optic surface of the lens is cloudy. The lens remains implanted in the patient's eye. Due to similar complaints resulting in lens explantation, facility is reporting this as a malfunction MDR.

Event description:
The lens was replaced due to the cloudy optic surface. The pt prognosis is good.